Event description:
The pt had a tfn implant on (B)(6) 2012. On an unk date, the surgeon discovered by x-ray that the helical blade was flush with the nail and was sticking up through the head into the socket. The pt underwent a tfn revision on (B)(6) 2012. The surgeon did not have a reason for this event. This report is number 3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.